Event description:
Pt reported that for the past five days their blood glucose levels have been in the 400's (mg/dl), and they have been unable to bring their blood glucose down. Pt alleged that device is at fault for high blood glucose. Pt self-treated high blood glucose by bolusing insulin.